Manufacturer narrative:
The date (B)(6) 2015- is considered an approximate date of event (day not specified). Analysis of the pump revealed a motor feedthrough anomaly with shorting across the insulator.

Manufacturer narrative:
Concomitant product(s): product ID: 8709, serial# (B)(4), product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code no longer applies.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was receiving intrathecal unknown baclofen 350 mcg/ml (type, dose, and lot number unknown), dilaudid 500 mcg/ml (dose unknown), and bupivacaine 5 mg/ml (dose unknown) via an implanted pump. Other medications the patient was taking at the time of the event and medical history were unable to be obtained. The pump was replaced on (B)(6) 2016 due to motor stall. The patient experienced repeated motor stalls in the office and diagnostics/troubleshooting performed was noted as "none." Interventions included replacing the pump and the issue was resolved at the time of this report. The patient's status was "alive- no injury."

Manufacturer narrative:
Conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving bupivacaine, baclofen, and dilaudid (doses and concentrations unknown) via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. Since october 2015, multiple motor stalls and recoveries were seen in the pump logs. The most recent stall was 2016-01-01 with no recovery since then. The patient had not recently had a magnetic resonance imaging (MRI). The patient experienced lack of pain relief as a result. Additional information has been requested regarding the drug information, the patient&#38112;medical history and concomitant medications, troubleshooting, actions/interventions taken and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump revealed a motor feedthru anomaly. As per the pump¿s log, the following drugs were administered via a minimum dose rate as of (B)(6) 2016: dilaudid with concentration 500.0 mcg/ml at a dose rate of 3.15 mcg/day, baclofen with concentration 350.0 mcg/ml at a dose rate of 2.21 mcg/day, and bupivacaine with concentration 5.0 mg/ml at a dose rate of 0.0315 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.